Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report permanent out of range signal on (B)(6) 2015. Dexcom technical support had the patient's father perform a reset and the reset was unsuccessful for reported issue. Pediatric patient used adult receiver which is against user guide recommendations. The patient's father did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).